Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain/pain"), device breakage ("the left fallopian tube contained only a small piece/ device breakage/essure device broken in tubes"), device dislocation ("x-ray showed two linear densities in pelvis likely correspond to essure device/malposition of essure device"), embedded device ("they are most likely imbedded in her myometrium/ most likely buried in the her myometrium"), genital haemorrhage ("persistent bleeding/bleeding") and ovarian cyst ("oophorectomy") in a 29-year-old female patient who had essure (ess205) (batch no. 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, miscarriage, tubal ligation, parity 2 (B)(6) 2002 and (B)(6) 2006) and retroverted uterus. Previously administered products included for pregnancy prevention: birth control pill from 2002 to 2003; for an unreported indication: depo-provera. Concurrent conditions included facial pain (patient reported that it started behind her teeth in her right lower jaw.), fever, chills, nausea, vomiting, vaginal discharge (creamy white), hemorrhagic cyst, trichomonal vaginitis and obesity. Concomitant products included tramadol for pain relief as well as anesthetics, general (general anesthesia), bupivacaine (marcaine) and medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infections/ urinary problems or changes"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), complication of device removal ("essure was not fully removed"), complication of device insertion ("too many fat tissues in stomach would have to (complications occurred at the time of your essure placement)"), cystitis ("bladder infection/ bladder problems or changes") and bacterial infection ("bacterial infection"). The patient was treated with ibuprofen, panadeine co (tylenol #3), surgery (hysterectomy (full) bilateral salpingectomy and diagnostic hysteroscopy), surgery (robotic-assisted total laparoscopic hysterectomy on (B)(6) 2013), surgery (robotic-assisted total laparoscopic hysterectomy), surgery (robotic assisted total laparoscopic hysterectomy.) And surgery (oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, back pain, complication of device removal, urinary tract infection and cystitis had resolved and the embedded device, ovarian cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, complication of device insertion and bacterial infection outcome was unknown. The reporter provided no causality assessment for complication of device insertion and embedded device with essure (ess205). The reporter considered back pain, bacterial infection, complication of device removal, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications from essure removal procedure. Patient tolerated then procedurewell. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion. On (B)(6) 2017, x-ray of the pelvis showed two linear densities in pelvis likely correspond to essure devices. On an unknown date, she had a recent sonogram that could identify the left essure device but could not identify the right device. On (B)(6) 2013, xray retained essure devices, most likely buried in the her myometrium. On (B)(6) 2013, pelvic ultrasound findings: sonographic evaluation of the pelvis was performed by trans vesical and endovaginal methods. The uterus measures 9.8 4.9 x 6.1 cm to provide an estimated volume of 153 cubic centimeters. The endometrium measures 11 mm in thickness. There is ii more focal region of the endometrium that is of increased echogenicity at the rightward repeat of the uterine fundus. At the leftward aspect of the uterine fundus, an essure device is identified extending from the left cornea towards the expected location of the left fallopian tube, on the transabdominal images only, there is a small linear echogenic focus within the right fundus may represent the essure device. This does not project into the rightward endometrium. The entirety of the right device could not be visualized. The right ovary measure a 4.3 x 3.5 x 4.9 cm to provide an estimated volume of 37 cubic centimeters, it contains 2 cysts measuring 2.3 cm in diameter each. The left ovary measures 2,1 x 2.6 x 2.8 cm to provide an estimated volume of 10.2 cubic centimeters. On (B)(6) 2013, x-ray pelvis findings: no acute fracture or dislocation. There are 2 linear densities projecting over the pelvis. The soft tissues are otherwise unremarkable.. Impression: two linear densities in pelvis likely correspond to essure devices. On (B)(6) 2013, us pelvis comp/tv showed the uterus is extroverted and measures 10 x 4.5 x 5.7 cm. The uterus is solid and empty. The ovary measures 3.2x1.5x3.4 cm. The left ovary measures 5.3x4.3x5.8 cm the endometrial stripe measures 0.7cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, confirming lower abdominal pain, ovarian cyst, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the left fallopian tube contained only a small piece/ device breakage"), device dislocation ("x-ray showed two linear densities in pelvis likely correspond to essure device/malposition of essure device"), embedded device ("they are most likely imbedded in her myometrium/ most likely buried in the her myometrium"), genital haemorrhage ("persistent bleeding/bleeding") and ovarian cyst ("oophorectomy") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, miscarriage, tubal ligation, parity 2 ((B)(6) 2002 and (B)(6) 2006) and retroverted uterus. Previously administered products included for pregnancy prevention: birth control pill from 2002 to 2003; for an unreported indication: depo-provera. Concurrent conditions included facial pain (patient reported that it started behind her teeth in her right lower jaw.), fever, chills, nausea, vomiting, vaginal discharge (creamy white), hemorrhagic cyst and trichomonal vaginitis. Concomitant products included tramadol for pain relief as well as anesthetics, general (general anesthesia), bupivacaine (marcaine) and medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infections/ urinary problems or changes"). In 2013, the patient experienced pelvic pain ("pain/ severe pelvic pain/pain") and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), complication of device removal ("essure was not fully removed"), complication of device insertion ("too many fat tissues in stomach would have to (complications occurred at the time of your essure placement)"), cystitis ("bladder infection/ bladder problems or changes") and bacterial infection ("bacterial infection"). The patient was treated with ibuprofen, panadeine co (tylenol #3), surgery (bilateral salpingectomy and diagnostic hysteroscopy on (B)(6) 2013), surgery (robotic-assisted total laparoscopic hysterectomy on (B)(6) 2013), and surgery (bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, back pain, complication of device removal, urinary tract infection and cystitis had resolved and the embedded device, ovarian cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, complication of device insertion and bacterial infection outcome was unknown. The reporter provided no causality assessment for complication of device insertion and embedded device with essure (ess205). The reporter considered back pain, bacterial infection, complication of device removal, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications from essure removal procedure. Patient tolerated then procedurewell. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion. On (B)(6) 2017, x-ray of the pelvis showed two linear densities in pelvis likely correspond to essure devices. On an unknown date, she had a recent sonogram that could identify the left essure device but could not identify the right device. On (B)(6) 2013, xray retained essure devices, most likely buried in the her myometrium. On (B)(6) 2013, pelvic ultrasound findings: sonographic evaluation of the pelvis was performed by trans vesical and endovaginal methods. The uterus measures 9.8 4.9 x 6.1 cm to provide an estimated volume of 153 cubic centimeters. The endometrium measures 11 mm in thickness. There is ii more focal region of the endometrium that is of increased echogenicity at the rightward repeat of the uterine fundus. At the leftward aspect of the uterine fundus, an essure device is identified extending from the left cornea towards the expected location of the left fallopian tube, on the transabdominal images only, there is a small linear echogenic focus within the right fundus may represent the essure device. This does not project into the rightward endometrium. The entirety of the right device could not be visualized. The right ovary measure a 4.3 x 3.5 x 4.9 cm to provide an estimated volume of 37 cubic centimeters, it contains 2 cysts measuring 2.3 cm in diameter each. The left ovary measures 2,1 x 2.6 x 2.8 cm to provide an estimated volume of 10.2 cubic centimeters. On (B)(6) 2013, x-ray pelvis findings: no acute fracture or dislocation. There are 2 linear densities projecting over the pelvis. The soft tissues are otherwise unremarkable.. Impression: two linear densities in pelvis likely correspond to essure devices. On (B)(6) 2013, us pelvis comp/tv showed the uterus is extroverted and measures 10 x 4.5 x 5.7 cm. The uterus is solid and empty. The ovary measures 3.2x1.5x3.4 cm. The left ovary measures 5.3x4.3x5.8 cm the endometrial stripe measures 0.7cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, confirming lower abdominal pain, ovarian cyst, back pain. Most recent follow-up information incorporated above includes: on 5-feb-2018: follow up from pfs&m.r- reporters, patient demographic information, relevant history, concomitant product were added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infectionutis, bacterial, malposition of essure device (broken in tubes), bladder or urinary problems or changes, dysmenorrhea (cramping), device breakage, dyspareunia (painful sexual intercourse), she did not undergo an essure confirmation test, too many fat tissues in stomach would have to insert another way(complications occurred at the time of your essure placement). Event updated: x-ray showed two linear densities in pelvis likely correspond to essure device/malposition of essure device) event added per mr: they are most likely imbedded in her myometrium/ most likely buried in the her myometrium. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain/pain"), device breakage ("the left fallopian tube contained only a small piece/ device breakage/essure device broken in tubes"), device dislocation ("x-ray showed two linear densities in pelvis likely correspond to essure device/malposition of essure device"), embedded device ("they are most likely imbedded in her myometrium/ most likely buried in the her myometrium"), genital haemorrhage ("persistent bleeding/bleeding") and ovarian cyst ("oophorectomy") in a 29-year-old female patient who had essure (ess205) (batch no. 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, miscarriage, tubal ligation, parity 2 ((B)(6) 2002 and (B)(6) 2006) and retroverted uterus. Previously administered products included for pregnancy prevention: birth control pill from 2002 to 2003; for an unreported indication: depo-provera. Concurrent conditions included facial pain (patient reported that it started behind her teeth in her right lower jaw.), fever, chills, nausea, vomiting, vaginal discharge (creamy white), hemorrhagic cyst, trichomonal vaginitis and obesity. Concomitant products included tramadol for pain relief as well as anesthetics, general (general anesthesia), bupivacaine (marcaine) and medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infections/ urinary problems or changes"), bacterial infection ("bacterial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), complication of device removal ("essure was not fully removed"), complication of device insertion ("too many fat tissues in stomach would have to (complications occurred at the time of your essure placement)") and cystitis ("bladder infection/ bladder problems or changes"). The patient was treated with ibuprofen, panadeine co (tylenol #3), surgery (hysterectomy (full) bilateral salpingectomy and diagnostic hysteroscopy), surgery (robotic-assisted total laparoscopic hysterectomy on (B)(6) 2013), surgery (robotic-assisted total laparoscopic hysterectomy), surgery (robotic assisted total laparoscopic hysterectomy.) And surgery (oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, back pain, complication of device removal, urinary tract infection and cystitis had resolved and the embedded device, ovarian cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, complication of device insertion, bacterial infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for complication of device insertion and embedded device with essure (ess205). The reporter considered back pain, bacterial infection, bladder disorder, complication of device removal, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications from essure removal procedure. Patient tolerated then procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion. On (B)(6) 2017, x-ray of the pelvis showed two linear densities in pelvis likely correspond to essure devices. On an unknown date, she had a recent sonogram that could identify the left essure device but could not identify the right device. On (B)(6) 2013, xray retained essure devices, most likely buried in the her myometrium. On (B)(6) 2013, pelvic ultrasound findings: sonographic evaluation of the pelvis was performed by trans vesical and endovaginal methods. The uterus measures 9.8 4.9 x 6.1 cm to provide an estimated volume of 153 cubic centimeters. The endometrium measures 11 mm in thickness. There is ii more focal region of the endometrium that is of increased echogenicity at the rightward repeat of the uterine fundus. At the leftward aspect of the uterine fundus, an essure device is identified extending from the left cornea towards the expected location of the left fallopian tube, on the transabdominal images only, there is a small linear echogenic focus within the right fundus may represent the essure device. This does not project into the rightward endometrium. The entirety of the right device could not be visualized. The right ovary measure a 4.3 x 3.5 x 4.9 cm to provide an estimated volume of 37 cubic centimeters, it contains 2 cysts measuring 2.3 cm in diameter each. The left ovary measures 2,1 x 2.6 x 2.8 cm to provide an estimated volume of 10.2 cubic centimeters. On (B)(6) 2013, x-ray pelvis findings: no acute fracture or dislocation. There are 2 linear densities projecting over the pelvis. The soft tissues are otherwise unremarkable.. Impression: two linear densities in pelvis likely correspond to essure devices. On (B)(6) -2013, us pelvis comp/tv showed the uterus is extroverted and measures 10 x 4.5 x 5.7 cm. The uterus is solid and empty. The ovary measures 3.2x1.5x3.4 cm. The left ovary measures 5.3x4.3x5.8 cm the endometrial stripe measures 0.7cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, confirming lower abdominal pain, ovarian cyst, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received: bladder and urinary problem events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain"), device breakage ("the left fallopian tube contained only a small piece"), device dislocation ("x-ray showed two linear densities in pelvis likely correspond to essure device") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device removal ("essure was not fully removed"). The patient was treated with ibuprofen, panadeine co (tylenol #3) and surgery (bilateral salpingectomy and diagnostic hysteroscopy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain, back pain and complication of device removal had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. On (B)(6) 2017, x-ray of the pelvis showed two linear densities in pelvis likely correspond to essure devices. Most recent follow-up information incorporated above includes: on 7-nov-2017: legal claim received. Lawyer added. Removal date was updated from (B)(6) 2013 to (B)(6) 2013. Event added: the left fallopian tube contained only a small piece, essure was not fully removed, x-ray showed two linear densities in pelvis likely correspond to essure device. Essure was inserted for permanent sterilization. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.